Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise and had low pacing impedance measurements. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The right ventricular (rv) lead was capped and replaced on (B)(6) 2024.

Manufacturer narrative:
Correction ¿ correct procedure date added in b5.

Event description:
New information received indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2028. The patient was in stable condition throughout.